Event description:
It was reported by the customer health center discovered PICC line completely broken off right after the wing. Patient managed to pull the catheter out of her arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a break in the catheter tubing just distal to the molded joint. Use residue was observed on the sample. A microscopic observation revealed the edges and the fracture surfaces of the break in the catheter were generally rough and uneven. Many micro-fractures were observed on one half of the fracture surface and the other half of the fracture surface was observed to be uneven, but slightly smoother and granular. The catheter surface was observed to be slightly duller in luster compared to the catheter surface adjacent to the break site. The exact cause of the break in the returned catheter could not be determined; however, possible contributing factors include material fatigue, excessive tensile, and/or excessive torsional forces. This complaint will be recorded for future trending and monitoring purposes.